Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. The patient was stable before and after the shock. Af ablation was performed on (B)(6) 2021. The patient was stable post procedure.